Manufacturer narrative:
D4 - expiration date, d4 - primary UDI number, and g2 - report source: correction. H3 and h6. Codes: updated. Device evaluation: one device sample was received used in a plastic bag. It was observed that the needle was received in two separate parts. Per visual inspection the complaint can be confirmed however, since the sample was in used condition the failure mode reported cannot be attributed to the manufacturing process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. The failure mode reported will continue to be monitored and if a trend is identified further investigation will be conducted.

Event description:
It was reported that the needle snapped during use. There was patient involvement. The new port needle was used to access the patient's implanted port. Upon disposing of the inducer in the sharps bin, the safety cover, which was supposed to cover the guide needle, popped back, exposing the needle and resulting in the needle stabbing the healthcare worker's finger. The details of the injury indicate a sharps injury sustained by the healthcare worker. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.